Event description:
Device malfunction: failure to deploy-needle. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device to attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during needle deployment, one of the needles deflected and did not present at the device hub. The device was removed and a second prostar xl was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number ws not identified; therefore, a device history record review could not be performed. Incorrect use of device - patient selection. The prostar xl instructions for use (IFU) state, "special patient populations, the safety and effectiveness of the prostar xl 10f pvs system has not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible.